Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that although the mute button had not been pressed, the alarm history on the system controller was unusually limited, therefore the patient's system controller was exchanged earlier than planned. The patient was asymptomatic. Log file review was requested which revealed no unusual events.